Manufacturer narrative:
As reported through a literature review a patient with a history of transient ischemic attack and patent foramen ovale. It was reported a pfo occluder was implanted and then, the patient developed migraines and atypical chest pain after one month. It was concluded that the importance of preoperative allergy testing to consider nickel allergy in patients before implanting devices and the value of surgical intervention in alleviating symptoms and optimizing patient outcomes in cases of device-related complications. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported patient device incompatibility, angina, hypersensitivity, headache, and inflammation could not be conclusively determined. The reported hospitalization, surgical intervention, and unexpected medical intervention was result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: surgical explantation of an amplatzer device for patent foramen ovale closure in a patient with nickel allergy: a case report".

Event description:
The article, "surgical explantation of an amplatzer device for patent foramen ovale closure in a patient with nickel allergy: a case report", was reviewed. The article presented a case study of a 39-year-old female patient with a a history of transient ischemic attack and patent foramen ovale. It was reported on an unknown date in august 2021, an unknown sized amplatzer pfo occluder was successfully implanted. It was then reported one month post-procedure, the patient developed migraines and atypical chest pain. The patient was administered medication for symptom control. Allergic patch testing confirmed nickel allergy. A decision was made to surgically explant the device. During intervention, it was noted the septal tissue around the occluder was heavily inflamed and scarred. It was also noted the explanted device was sent for pathology and culture, which showed no signs of bacterial growth. The patient was discharged on day 5 and during follow-up appointments has reported complete symptom resolution and significantly enhanced quality of life. [The primary and corresponding author was ujjawal kumar, school of clinical medicine, university of cambridge, cambridge, UK, with corresponding email: uak20@cam.ac.UK].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: surgical explantation of an amplatzer device for patent foramen ovale closure in a patient with nickel allergy: a case report."